Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. It was also reported that the touch screen was unresponsive and that the pump battery was depleting quickly. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.